Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Failure analysis of the device revealed that the controller passed functional testing, visual inspection under 10x magnification revealed hairline cracks around power ports 1 and 2. The internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks were determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. A review of the controller log files revealed that a controller failed alarm was logged on (B)(6) 2018 at 22:25:29, indicating that the user interface controller (uic) was not receiving the expected messages from the pump motor controller (pmc) for a period of ten seconds. As a result, the reported fault event was confirmed. The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring and maintaining the pump at the desired speed. However, the reported ¿controller display showed power increased up to 4000 rpm¿ could not be confirmed. Because the uic can't communicate with the pmc, the controller logs the value of "32767" for speed, power and flow in the controller log files to indicate an invalid value due to the failed internal communication indicated by the controller failed alarm. When this occurs, the controller would display. As a result, it's possible the reported event involving the power increasing to 4000 rpm is related to a misinterpretation of the log files regarding the invalid value of "32767". A possible root cause of the reported controller failed alarm can be attributed to a communication failure between the uic and pmc. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller display showed power increased up to 4000 rpm (revolutions per minute) by itself and the controller had a controller fault alarm. The controller was exchanged. No patient complications have been reported as a result of this event.